Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The introducer was returned for evaluation. The sheath introducer had 2 kinks as mentioned in the clinical information. Patient had diseased vessels. Per the clinical information and product investigation, the root cause of the introducer damage - mechanical issue was patient condition related to tortuous vessels. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a patient of unknown race with high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During the impella implant, the sheath kinked. The patient had calcified and tortuous anatomy so the doctor opted for the longer sheath. During the insertion, the doctor found that the sheath was severely kinked in two places. The doctor removed the sheath and inserted the shorter 14 french sheath. The impella implant was successful.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.